Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the ratchet (rsr) stopped torquing. As a result, the implant had to be removed and another surgery to be scheduled.

Manufacturer narrative:
One square ratchet wrench was returned for inspection. A visual inspection revealed that the wrench had signs of wear consistent with use. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: step 4 ¿ remove the implant from the inner vial: place the appropriate insertion instrument into or over the end of the fixture mount/transfer. The following instruments can be used for implant delivery to the site: the stainless steel gemlock retaining square ratchet [rsr] or the screwdriver handle [sshs] attached directly to the fixture mount/transfer. When a vertical extension is needed to seat the implant, insert the 2.5mm gemlock retaining hex drivers [rh2.5, rhl2.5] into the top of the fixture mount/transfer prior to rotating the implant to place; a motor handpiece attached to the 2.5mm gemlock retaining hex drill [rhd2.5]. Carefully lift the fixture mount/transfer with attached implant out of the vial. A functional test was performed and the device no longer ratchets as intended. A singular cause cannot be determined. The following sections have been updated: type of report: checked "follow-up." Device evaluated by manufacturer: changed "no" to "yes."